Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during the pulse field ablation procedure with farawave catheter, the patient experienced a pericardial effusion. The patient was stable at the time of the event and a pericardiocentesis was scheduled. No further information was provided. The device availability is unknown.